Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2015 approximately 9 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H10: pending investigation.